Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, it was noted that the grasper did not fully close. Upon functional testing, it was noted that the device did not work as required. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 12/16/2022, it was reported by a sales representative via sems that a ar-13999mf fastpass scorpions jaws will not close all the way. This occurred during a case, with no patient effect reported.